Event description:
Consumer called to report erratic readings with the meter. Was having low sugar reaction when the meter read higher. Analysis run on consesus error grid (ceg) using mean reading (92) as reference point vs bd readings (49,47,243,51,68) yielded data points in the d range of the grid, outside of acceptable limits.